Event description:
MFR's first level investigational unit confirmed the lancet protrudes beyond the end cap of the multiclix device after firing. Replacement was sent.

Manufacturer narrative:
The event occurred in another country.